Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device and provided images found evidence to support disassociation of the liner from the cup while implanted. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: a worldwide complaint database search found no additional related reports against the provided product code/lot number combination. Based on the inability to find any additional related reports against the provided product code/lot number combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a thp corail with daa approach in 2017, no post op complication and everything went well. Patient was just doing some normal activity at home ( closing the curtains) where he felt something wrong, like something popped out, no pain, no falling or limitation of movement just a very loud squeezing sound in every movement. The orthopedic surgeon did a hip revision to solve the problem.